Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 585 mg/dl. The customer had symptoms such as vomiting and confusion and treated with syringes. Customer indicated that their doctor has been contacted and their blood glucose value was 120 mg/dl at the time of the call. Troubleshooting found that the cannula was bent. Further troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to the bent cannula.